Manufacturer narrative:
Dr (B)(4) indicated that the pt has slight improvement, but that it may take 3-6 months for complete resolution. The device history records for radiesse lot 1024255 were reviewed. All required testing specifications were met prior to release; there were no abnormalities noted.

Event description:
Dr. Michael lafkas injected a pt with radiesse dermal filler on (B)(6) 2011, in the nl folds and along zygoma. At three days post, the pt indicated she loved the results. At six days post ((B)(6) 2011), the pt awoke to full facial cranial bell's palsy, affecting all 5 branches. The pt also reported inner left ear pain. No fever detected. Dr. Lafkas referred the pt to her primary care physician and/or ER. Pt went to ER, where a series of tests and blood work were run. Pt prescribed acyclovir with steroids and ER physician confirmed diagnosis as bell's palsy. This radiesse injection was the first dermal filler that the pt had.